Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate the manufacturing related issue to cause this event. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2011), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc and a limb detached. The device and detached limb were removed via an open abdominal procedure after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc and a limb detached. The device and detached limb were removed via an open abdominal procedure after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately one year post filter deployment, retrieval attempt was aborted as it was seen that filter struts were perforating the ivc. Subsequently CT performed two days later revealed, one of the perforating strut is contiguous with the wall of the duodenum. And also filter was noted to be tilted. Next day ivc filter was removed successfully. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for detachment.per medical records, an unsuccessful attempt was made to engage the apex of the filter but was unsuccessful due to filter limb perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011) and (device: 4001).